Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.5 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6), 2026, the patient¿s blood glucose levels increased to approximately 450 mg/dl after approximately 36-48 hours of pod wear on the leg. The patient experienced symptoms including approximately eight episodes of vomiting and elevated ketone levels, which resulted in hospital admission. The patient reported a diagnosis of diabetic ketoacidosis and received treatment consisting of intravenous insulin infusion and potassium. The patient remained hospitalized for several hours and was discharged the same day. The patient further stated that no omnipod alarms or alerts occurred on the date of event.